Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported during the surgery, the surgeon had difficulties with the depth gauge. Additional information was received on (B)(6) 2014, "it was difficult for the surgeon to hold plantar cortical so to have it good measure. He finally used an amplifier after several attempts. The pt was not injured. The event lead to an increase of surgery time of 30 minutes."